Event description:
Distributor reported on behalf of the user. The device was in use with pt when the device cannula broke off. The device user believes the cannula piece remained under his skin. The pt went to the emergency room were an x-ray and ultra sound was used to look for the fragmented cannula piece. The cannula was not detected. No permanent adverse effects reported.

Manufacturer narrative:
The device is currently being evaluated. The manufacturer will file a f/u report detailing the results of the eval once it is completed.